Event description:
The patient arrived for the first pump refill visit and was not feeling well (unspecified underinfusion symptoms). The pump was refilled and the patient was fine. At the second refill visit in 2008, the patient again was showing unspecified underinfusion symptoms. On approx two months later, the patient arrived at the hospital with unspecified symptoms of absence of therapy. The physician found the pump reservoir totally empty while the expected volume was 9.5 ml. The physician refilled the pump with 20 ml and checked volume in reservoir after 6 days and found 2 ml less then expected; the expected volume was 17 ml, the aspirated volume of 15 ml. In addition, the drug that was aspirated from the reservoir looked yellowish and not "clean white". The physician replaced the pump. Following the replacement, the patient was doing well. There was no patient injury. The pump was used to deliver baclofen.